Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 364953, batch no: 8269724. It was reported that during use of the bd vacutainer® c&s transfer straw kit the sleeve came loose from straw exposing sharp end of straw. The following information was provided by the initial reporter: event description per attached email states, "barrel came loose from straw exposing sharp end of straw."

Event description:
Material no: 364953 batch no: 8269724. It was reported that during use of the bd vacutainer® c&s transfer straw kit the sleeve came loose from straw exposing sharp end of straw. The following information was provided by the initial reporter: event description per attached email states, "barrel came loose from straw exposing sharp end of straw."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sleeve fall off with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve fall off with the incident lot was observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.